Event description:
Reporter using accu-chek inform system. Reporter stated that they ran pt's blood glucose back to back on the same meter with results of 319mg/dl and 127mg/dl. Location of testing is the hosp. Quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek inform system: accu-chek comfort curve test strips lot#549434, exp date# 01/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.